Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('my coils are missing') and uterine dilation and curettage ('d&c') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and underwent uterine dilation and curettage (seriousness criterion medically significant). The patient was treated with surgery (medical device removal). Essure was removed on (B)(6) 2010. At the time of the report, the device dislocation and uterine dilation and curettage outcome was unknown. The reporter considered device dislocation and uterine dilation and curettage to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media :device dislocation and uterine dilation and curettage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media received. Case became serious incident. Medical device removal was added to non drug treatment for event device dislocation. New reporter added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.